Event description:
It was reported that the burr became stuck in the lesion. A 1.75mm rotalink burr was selected and advanced to ablate the target lesion located in the right coronary artery. During procedure, the burr was attempted to ablate through an underdeployed stent. It was then noted that the burr became stuck in the right coronary artery. The procedure was not completed due to this event. Patient is for surgery.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).